Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was less than 40 mg/dl, and the meter bg reading was approximately 73 mg/dl. The customer reported being unsure if readings were truly inaccurate due to the bg meter reading not being taken at the same time as the cgm reading. No additional patient or event information was available. A root cause could not be determined.